Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The top of the returned battery cap was damaged; it was able to attach on to the pump but was difficult to remove. The cap contact height measured out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.